Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "does the total condylar 3 constrained knee prosthesis predispose to failure of revision total knee replacement" written by jose a. Rodriguez, md, sunil shahane, md, vijay j. Rasquinha, md, and chitranjan s. Ranawat, md published 2003 was reviewed. The article's purpose was to report on a series of patients who underwent revision total knee replacement with a tciii implant and metaphyseal cementing or hybrid stem fixation. Data was compiled from 68 knees that went under revision between 1990 and 1998 utilizing pfc modular knee prosthesis with a tciii insert and metaphyseal extension of cement. Cement manufacturer is not identified and article does not state that patients had patella resurfacing during revision surgery. Depuy products utilized: tci iii, femoral augments. Adverse events: recurrent infection (intervention not clarified), femoral component subsidence (intervention not clarified), lucencies (radiographic findings only), disabling tibial pain at end of tibial stem which abated at 15 months post op (specific interventions not clarified).

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.